Event description:
It was reported that the first time the patient underwent neuronavigated neurosurgery, the device was placed in the third ventricle because the lateral ventricles were too narrow. In (B)(6) 2018, the patient experienced a device malfunction as it was not possible to collect csf. An exploratory surgery showed that the catheter had disconnected from the reservoir. The catheter was reconnected and the tip was placed in the right lateral ventricle. Infusions were reinitiated without incident. In (B)(6) 2019, the device was removed due to an associated infection with bacillus subtilis, without symptoms of meningitis, which was treated with intravenous antibiotics. On (B)(6) 2019, after the patient had fully recovered and it was confirmed that the csf was sterile and a new device was placed. However, despite using a neuronavigator, the neurosurgery was not successful, as the device was placed in the lateral right ventricle, but it was impossible to obtain csf. The neurosurgeon was concerned about the narrowness of the patient's ventricles and explained that they easily collapse when negative pressure is applied. The investigator considered the best alternative would have been placement of a lumbar catheter in order to continue the bmn 250 infusions. The biomarin medical monitor was contacted and confirmed that a lumbar catheter was not an option to administer bmn 250 infusions. Biomarin has updated the assessment of the event of device related infection from not related to related to treatment with bmn 250.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a codman valve cause an infection and was revised. On an unreported date, the subject underwent implantation with an unspecified codman icv device (n/a). Model, lot and serial numbers not provided. On (B)(6) 2019, the subject's bmn 250 infusion was started. The subject's icv reservoir was accessed to obtain an csf sample. The infusion team was only able to obtain 1ml of csf, and it was turbid. Resistance was observed when trying to obtain more csf and the subject's bmn250 infusion was suspended. The csf sample was sent for analysis, results were reported as abnormal with bacteria present. The subject was subsequently hospitalized for a grade 3 device infection (device related infection). Treatment for the event included cefotaxime and vancomycin. On an unreported date, neurosurgeons removed the subject's icv device without incident. On an unreported date, an urgent csf gram was negative and a csf culture was negative (but the sample was scarce, 500 microl obtained from the original sample). On an unreported date, the subject's reservoir culture showed an unspecified bacillus bacteria growing. An antibiogram sensitivity test showed no resistance to the antibiotics the subject was receiving. The subject was scheduled for an MRI and subsequent implantation a new reservoir. The outcome of the event was reported as recovering/resolving. The investigator assessed the event as medically significant. The investigator assessed the event of device related infection as not related to treatment with bmn 250. The investigator assessed the event of device related infection as related to the subject's icv device and the protocol procedure of interventricular infusion. No other etiological factors were provided. Additional information has been requested and, if received, the report will be updated. On (B)(6) 2019, flattening of the reservoir and increased resistance were observed. No signs of infection or leakage on the skin were observed. The subject was afebrile, without vomiting, headache or neck stiffness. His general condition was very good and his neurological examination had not changed since the previous visit. The administration of bmn 250 was suspended due to suspicion of reservoir malfunction. Hypercellularity (neutrophillia), low glucose and bacteria were observed in the obtained csf sample. Due to the suspicion of a device infection, the subject was hospitalized for intravenous empiric antibiotic treatment (cefotaxime and vancomycin) and the intraventricular device was surgically removed on (B)(6) 2019. Bacillus subtilis was isolated from the device, and the patient completed 9 days of vancomycin. The outcome of the event was updated by the investigator from recovering/resolving to recovered/resolved on (B)(6) 2019 and the subject was discharged from the hospital the same day. The subject's icv device was scheduled to be re-implanted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint sample was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a codman valve cause an infection and was revised. On an unreported date, the subject underwent implantation with an unspecified codman icv device (n/a). Model, lot and serial numbers not provided. On (B)(6) 2019, the subject's bmn 250 infusion was started. The subject's icv reservoir was accessed to obtain an csf sample. The infusion team was only able to obtain 1 ml of csf, and it was turbid. Resistance was observed when trying to obtain more csf and the subject's bmn250 infusion was suspended. The csf sample was sent for analysis, results were reported as abnormal with bacteria present. The subject was subsequently hospitalized for a grade 3 device infection (device related infection). Treatment for the event included cefotaxime and vancomycin. On an unreported date, neurosurgeons removed the subject's icv device without incident. On an unreported date, an urgent csf gram was negative and a csf culture was negative (but the sample was scarce, 500 microl obtained from the original sample). On an unreported date, the subject's reservoir culture showed an unspecified bacillus bacteria growing. An antibiogram sensitivity test showed no resistance to the antibiotics the subject was receiving. The subject was scheduled for an MRI and subsequent implantation a new reservoir. The outcome of the event was reported as recovering/resolving. The investigator assessed the event as medically significant. The investigator assessed the event of device related infection as not related to treatment with bmn 250. The investigator assessed the event of device related infection as related to the subject's icv device and the protocol procedure of interventricular infusion. No other etiological factors were provided. Additional information has been requested and, if received, the report will be updated.